Manufacturer narrative:
Evaluated one random seal reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles anomalies when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak and not air bubbles. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked. The customer¿s blood glucose level was 343 mg/dl at the time of the incident. The customer was reported that the leak was at 2nd o ring. It was also reported that insulin was not visible in the battery compartment. The customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.